Event description:
It was reported to philips that the system gave a remote alert indicating a geometry segment controller error, which can impact the geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.